Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. The dispenser hoop, renegade catheter and rhv was returned. There was dried blood in the rhv unit. Several attempts were made to remove the coil from the catheter; however this was unsuccessful due to the dried blood in the catheter. The catheter was cut in attempting to remove the coil. The coil was only partially removed. The remaining part of the coil was cemented in dried blood in the catheter and unable to be removed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause has been determined to be use/user error as the dfu states: ¿in order to achieve excellent performance of the fidc coil and reduce the risk of thromboembolic complications, it is critical that a continuous flow of appropriate flush solution be maintained between a) the microcatheter and guiding catheter, and b) the microcatheter and any intraluminal device.¿ (B)(4).

Event description:
It was reported that the coil was separated. The target lesion was located in the hepatic artery. A 4mmx15cm interlock was selected for use. During the procedure, after the coil was deployed through a renegade microcatheter, it was noted that the coil became stuck as the locking arm was about to come out from the microcatheter. The physician attempted to pull the coil; however, only the proximal part of the locking arm was retrieved and the coil part of the locking arm had came out to the patient's body. The physician attempted to push the remaining coil out of the catheter with the use of a pusher wire; however, the coil remained stuck. Surgery was then scheduled. There were no further patient complications reported and the patient's status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that the coil was separated. The target lesion was located in the hepatic artery. A 4mmx15cm interlock¿ was selected for use. During the procedure, after the coil was deployed through a renegade microcatheter, it was noted that the coil became stuck as the locking arm was about to come out from the microcatheter. The physician attempted to pull the coil; however, only the proximal part of the locking arm was retrieved and the coil part of the locking arm had came out to the patient's body. The physician attempted to push the remaining coil out of the catheter with the use of a pusher wire; however, the coil remained stuck. Surgery was then scheduled. There were no further patient complications reported and the patient's status was good.

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that surgery was performed and coil was implanted in the lesion.